Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the pocket was moved above the original site and the ipg was rotated. The patient was doing well postoperatively and the device remains implanted.